Event description:
It was reported that the customer had a prime rewind anomaly on the insulin pump. The customer's blood glucose level was 245 mg/dl. The customer stated insulin is "squirting out" during manual prime process and received an a33 alarm. The troubleshooting was performed. The customer was advised that the insulin pump need to be replaced. The patient was advised that the cause of the a33 alarm is during seating the force sensor did not detect the reservoir.

Manufacturer narrative:
Insulin pump alarmed prime during prime test due to faulty force sensor. Insulin pump had minor scratches on lcd window, cracked case near lcd window corner, cracked reservoir tube, scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.